Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse found that the main power distribution (mpd) unit. Was defective. The fse solved the issue by replacing the mpd unit. After the part replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the system could not start up. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.